Event description:
A healthcare professional reported literature case, patient completed with laser-assisted portion, the patient was brought into the operating room, trypan blue was instilled and capsulotomy was incomplete. Capsulotomy forceps were utilized to free the capsulotomy edges and redirect the radial extension. The remainder of the cataract surgery was uneventful and a monofocal intraocular lens was inserted in the capsular bag.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).